Event description:
The report stated that the generator failed the impedance test displaying "00" on the display during impedance self test. There was no pt involvement.

Manufacturer narrative:
Date of initial report: 08/15/2008. To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.